Event description:
The doctor used the gia to transect the colon on both the distal and proximal point. Specimen was removed and anastomosis was performed. The gia with reload formed a staple line but did not cut. Doctor had to remove staple line area and re-perform anastomosis with new gia stapler. Procedure: colon resection.